Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was damage to the clear side and the printed side of the device packaging. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a minicap extended life pd transfer set was damaged (tear in pouch). This was found prior to attaching the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.